Event description:
Reportedly, the device was programmed to deliver a solution of taxotere at a rate of 283ml/hr with volume to be delivered 283ml. Thirty minutes after, the nurse noticed the vtbd decreased to 138ml but the fluid in the bag was less than 138ml. There was no patient injury.

Manufacturer narrative:
The investigation is on going. We will provide the follow-up report when evaluation is done.